Event description:
It was reported that the pump was "too big" for the patient's body and was causing problems so the pump was explanted. Per the reporter the surgeon implanted the pump above the patient's right buttocks due to other medical issues. The patient basically sat on the pump, therefore the pump never really healed in place and the patient's body rejected it. The pump was removed (B)(6) 2012. Per the reporter while the pump was implanted the patient was very satisfied with the relief it gave from the severe spasms the patient had.

Manufacturer narrative:
Catheter model # 8709sc lot # n286288002 , implanted on: (B)(6) 2011 explanted on:unknown. (B)(4).

Manufacturer narrative:
(B)(4).